Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, issues related to the blower motor and front panel/keypad led board were observed. The device's blower motor and front panel/keypad led board were replaced to address the issues.